Manufacturer narrative:
(B)(4). The device history review for the product auto endo 5 ml lot #73b1800527 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hepatectomy, the user was not able to load the applier with a clip. Five clips were loaded to the jaws in a broken condition. No clips fell into the patient.